Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was able to power on however, there was a cut flexible trace causing failures. The root cause for the cut trace could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor having have trouble powering on.